Event description:
Necrosis of the right nostril skin / ischemic complication [necrosis ischaemic] embolization for refractory epistaxis [off label use of device] case description: initial information received on 21-nov-2016: this spontaneous medical device report was received from a literature article by khoury n, et al. Entitled "unexpected complications with head and neck hydrogel microsphere particle embolization: a case series and a technical note" published in the interventional neuroradiology journal, concerning a (B)(6) -year-old male patient. The patient's medical history included refractory epistaxis on day 3 following elective nasal septoplasty. The patient's concomitant medications were not reported. On an unspecified date, between (B)(6) 2013 and (B)(4) 2014, the patient was treated with bead block (bead size 300-500 microm, lot number and expiration date not reported) for refractory epistaxis. As the bleeding was predominantly coming from the right nostril the authors embolized first the right internal maxillary artery and the right facial artery. Only after this particle embolization the left external carotid artery was catheterized and active bleeding from a pseudoaneurysm on the sphenopalatine branch of the left internal maxillary artery was demonstrated. Following selective micro-catheterization, the pseudoaneurysm was embolized using histoacryl glue diluted at 25% without any visible distal glue migration or complication. The intervention successfully stopped the bleeding. On an unknown date, in the days following the procedure, the patient developed necrosis of the right nostril skin. The event required surgical debridement by a plastic surgeon, on an unknown date. The outcome of the event was not reported. The authors did not assess the event in relation to its severity and seriousness; however they considered the event related to the use of bead block, as it occurred in a short period of time corresponding to the change in particles. The company considered the event necrosis of the right nostril skin as serious (medically significant, intervention required). This case is linked with case (B)(4), originating from the same literature article. Follow-up information will be requested. Follow-up information received on 05-dec-2016: bead block lot number and expiration date were provided: s10618 and apr-2015, respectively. No follow-up information is expected. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comments: necrosis ischaemic is considered listed according to the bead block current reference safety information, whereas off label use of device is considered unlisted. In line with the assessment made by the reporter, and considering the plausible temporal sequence, the company considered necrosis ischaemic related to the use of bead block. As per guidance document for mandatory problem reporting for medical devices in (B)(4) section 2.8.4 consideration for handling abnormal use, the company considered off label use of device not as an adverse event per se but as a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Necrosis of the right nostril skin / ischemic complication. Embolization for refractory epistaxis. Case description: initial information received on 21-nov-2016: this spontaneous medical device report was received from a literature article by khoury n, et al. Entitled "unexpected complications with head and neck hydrogel microsphere particle embolization: a case series and a technical note" published in the interventional neuroradiology journal, concerning a (B)(6) male patient. The patient's medical history included refractory epistaxis on day 3 following elective nasal septoplasty. The patient's concomitant medications were not reported. On an unspecified date, between (B)(6) 2013 and (B)(6) 2014, the patient was treated with bead block (bead size 300-500 microm, lot number and expiration date not reported) for refractory epistaxis. As the bleeding was predominantly coming from the right nostril the authors embolized first the right internal maxillary artery and the right facial artery. Only after this particle embolization the left external carotid artery was catheterized and active bleeding from a pseudoaneurysm on the sphenopalatine branch of the left internal maxillary artery was demonstrated. Following selective micro-catheterization, the pseudoaneurysm was embolized using histoacryl glue diluted at 25% without any visible distal glue migration or complication. The intervention successfully stopped the bleeding. On an unknown date, in the days following the procedure, the patient developed necrosis of the right nostril skin. The event required surgical debridement by a plastic surgeon, on an unknown date. The outcome of the event was not reported. The authors did not assess the event in relation to its severity and seriousness; however they considered the event related to the use of bead block, as it occurred in a short period of time corresponding to the change in particles. The company considered the event necrosis of the right nostril skin as serious (medically significant, intervention required). This case is linked with case (B)(4), originating from the same literature article. Follow-up information will be requested. Case comments: necrosis ischaemic is considered listed according to the bead block current reference safety information, whereas off label use of device is considered unlisted. In line with the assessment made by the reporter, and considering the plausible temporal sequence, the company considered necrosis ischaemic related to the use of bead block. As per guidance document for mandatory problem reporting for medical devices in canada section 2.8.4 consideration for handling abnormal use, the company considered off label use of device not as an adverse event per se but as a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.